Event description:
The site reported that following a superdimension procedure the patient became tachycardic and hypoxic requiring hospital admission and bilevel positive airway pressure (bipap) for respiratory support. The patient subsequently died two days later. The physician stated that he does not believe the death to be related to the superdimension system but rather possibly related to an abcess sampled via regular bronchoscopy prior to the superdimension portion of the procedure. No additional information is available at this time. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The physician reported that clincally the patient developed a systemic inflammatory response syndrome(sirs) , probably as a result of stirring up the abscess. Also the patient had a post procedural non st elevation mi. The patient expressed wishes not to escalate care and did not want mechanical ventilation. As a result of his declining status he was made comfort measures only and he expired.

Manufacturer narrative:
(B)(4). If additional information pertinent to the incident is obtained another follow-up report will be submitted.